Event description:
A customer reported alarm 01 concerning their device, with no cracks visible on the original cartridge. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to load a new cartridge, but the issue persisted for three consecutive days. Tandem technical support arranged to replace the malfunctioning pump, ensured that the replacement pump with updated software would be sent, and provided instructions for returning the original pump. The customer agreed to use an alternate insulin therapy method temporarily and acknowledged all instructions.